Event description:
Complainant alleged that during biomed testing, they were not able to seat the battery into the device to power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Evidence of the reported malfunction was observed during initial testing. The upper housing had damage that is consistent with excess heat. However, root cause for the observed condition can not be firmly established as the battery involved was not returned as part of this investigation. The device was put through extensive testing, which included environmental and functional testing without duplicating any excessive heat conditions. The device was recertified and returned to the customer. An analysis of reports of this type has not identified an increase in trend.